Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi requested the physician's opinion as to whether atherectomy contributed to the event. However, the physician could not form an opinion as to whether csi could be ruled out as contributory. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A patient who had been unsuccessfully treated with angioplasty on (B)(6) 2021 was brought to the cath lab for atherectomy with a diamondback coronary orbital atherectomy device on (B)(6) 2021. The severely calcified target lesion was in the left anterior descending artery (lad), which was highly stenosed. Atherectomy was performed, and cath lab staff did not notice any indication of vessel damage. A guide catheter was placed, and angioplasty was performed. Imaging thereafter demonstrated a perforation. The patient coded, and life-saving measures were undertaken. The patient expired.